Manufacturer narrative:
Patient discarded device and did not record lot or UDI information.

Event description:
Patient (user) reported experiencing an infection about 6 months ago. She reported it keeps returning even though she has been treated with antibiotics repeatedly. She finished the last course of antibiotics a few weeks ago.